Manufacturer narrative:
Result - load cell, siderail assembly.

Event description:
It was reported by service report that the head right siderail was stuck down and would not raise. It was further reported the scale was inaccurate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.